Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted during test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced the high blood glucose. The customer¿s blood glucose level was 300, 400 mg/dl. The customer reported that the insulin pump had no delivery alarm. The customer stated that the issue was resolved by changing complete set. The customer was no longer wearing insulin pump because her blood glucose was too high and was making her sick. The troubleshooting was not performed for high blood glucose level. The insulin pump will be returned for analysis.